Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, pt underwent a revision surgery. Usage attached along with a post revision x-ray. According to the rep who attended the (B)(6) 2023 revision, the 2020 revision was due to loosening, during which an evolution mp tibial base was replaced with the longer evolution revision tibial base. As the primary usage is unavailable we cannot confirm what components were revised.